Manufacturer narrative:
One smiths medical fluid warmer was returned for analysis with wear and tear damage enclosure front cover, tank cover, line cord, and pole clamp and a missing block assembly. During analysis, the returned sample was started with a visual inspection and once the missing block assembly was replaced the tank was filled with water, attached temperature check, plugged in line cord, and turned on power switch but the reported problem was not duplicated but another issue was found with a missing block connector. Service replaced missing block assembly to correct the issue found. Based on the evidence, the complaint was not confirmed, and another issue was found with a missing block connector.

Event description:
Information was received indicating that a smiths medical fluid warmer displayed replace old connectors. No adverse effects were reported.